Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. The problem was confirmed using logs, log recorded recurring error c-38 on 04/09/2026 and errors m-11, c-43 and recurring c-34 on 04/06/2026. During testing, the erbe unit displayed error code c-37 on start and erbe log showed c-00 and m-b0. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the clinical sales representative (csr) contacted a technical support engineer (tse) from offsite and reported that the customer sent them an email stating that the erbe was getting an error c-38. The logs confirmed the c-38 error on the erbe. The tse recommended the customer to reboot the erbe to see if the error clears. The system was showing no instruments were installed on the arms during the call. There was no reported injury.